Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.(B)(6). (B)(4).

Event description:
During index procedure, the physician used an evercross pta balloon catheter to treat a lesion in the right sfa with 90% stenosis. Approximately 3 months later the patient presented with re-occlusion of the target vessel which required stenting with a non-covidien device. The patient then presented approximately 10 months later with worsening claudication. The patient underwent re-intervention for treatment of stent occlusion. The stent occlusion has been reported as possibly related to the study procedure and to the study device.